Event description:
The prism medical patient lift was being used to transfer a patient out of her bed. The patient was holding the carry bar and the patient's nurse was operating the lift. The patient was fully off the bed. The plastic swivel broke on the carry bar causing it to beak free of the lift. The patient fell to the bed and the bar struck her abdomen. The patient did not sustain any apparent injury.